Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak, hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range. The customer¿s blood glucose was 150 mg/dl. The customer reported that the leak occurred in the o-ring. The customer was able to clear the alarm and they were able to rewind the insulin pump. The customer performed self-test and displacement test and the insulin pump passed both the test. Customer states there was fluid in the reservoir compartment. The reservoir will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected the hrm task did not grant motor power in reasonable time alarm or moisture damage under lcd screen, on electronic or motor assembly or inside battery compartment noted.